Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument stopped moving and it was taken for review. The cable appeared to be out of the pulley and was solicited to be sent to review. The procedure ended with no complications and no delay was triggered. A backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure and there was no damage whatsoever. The instrument was being used before, it was retrieved for cleaning of the tips and noticed the cable out of the pulley. The surgeon was doing traction of a myoma. The instrument did not collide with any other instruments or arms and no fragment fell.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the photo for the device associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears the grip cable is broken.